Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve and leakage coming from the stopcock from the joints of the stopcock molding where the ports meet the center control valve, creating a leak path. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to component failure to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Initial reporter phone: (B)(6).

Event description:
It was reported that air entrapment and a valve leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. There were no issues during unpacking, opening, or flushing the faradrive sheath noted. Following the introduction of the sheath in the patient, when aspirating the sheath, there was air entrapment and air suction and the valve vas leaking. The physician tried to close the valve with the dilator of the sheath, however, the issue persisted. The faradrive sheath was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air entrapment and a valve leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. There were no issues during unpacking, opening, or flushing the faradrive sheath noted. Following the introduction of the sheath in the patient, when aspirating the sheath, there was air entrapment and air suction and the valve vas leaking. The physician tried to close the valve with the dilator of the sheath, however, the issue persisted. The faradrive sheath was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.